Event description:
Correction information: section a.1. Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section a.1, b.5. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient reportedly experienced electrode migration. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The company was informed the recipient's device was explanted. The recipient reportedly experienced electrode migration. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.